Event description:
Balloon burst.

Manufacturer narrative:
The report we received from our affiliate indicated that during a angioplasty procedure the physician tried to inflate the balloon but the balloon would not inflate. He tried to inflate the balloon four times and was unsuccessful. The physician claims to have felt a strange resistance during the first inflation of the balloon, and believes there is a possibility that the balloon had ruptured on the first inflation or before the procedure started. The procedure was being done to treat an acute myocardial infarction. The procedure was done using another ninja balloon with good results and no injury to the patient. The product will be returned for evaluation and testing. However, the engineering evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.